Manufacturer narrative:
The tech replaced the power cord, which resolved the issue. The device operates normally. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device has loss of ground.